Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. The customer's blood glucose ranged between 150-300mg/dl. An attempt was made to obtain a backup therapy method; however, the customer did not respond to follow up attempt.